Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was attempting to enter blood glucose (bg) level into the pump. However, the customer entered bg level, then inadvertently proceeded to deliver a bolus of 4 units. There was no reported impact to the customer's bg level. The customer stated that they would consume food to cover the 4 unit bolus.